Event description:
It was reported by the rep the device was used during a low anterior resection procedure. It was reported that the stapler was introduced for the transanal anastamosis. The stapler was closed down to within the green firing range and the handle squeezed to fire. After hearing and feeling the washer pop, the stapler was opened and removed. The staples were not completely formed and the surgeon was required to hand sew the anastamosis. There was no consequence to the pt.